Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. Upon evaluation, the front response button was flashing and the button contacts were worn. The cause of the non-functional response button is the worn contacts. The root cause of the worn contacts cannot be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a monitor for an unrelated reason, a reportable malfunction was found.